Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B) (6) 2010, for investigation. Visual inspection revealed that the scope wash tubing and the c-ring were detached from the c-ring slider. The entire scope wash tubing was received and was slightly bent at the c-ring joint. The device and components had some evidence of blood. Based upon the received condition of the device, the reported failure "c-ring broke and detached" is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. This event is obviously caused by product malfunction. The fact that the broken object was retrieved from the same initial incision does not expose the pt to additional significant surgical risk. Also no health consequence has been reported for this event. A supplemental report will be submitted if additional information is obtained. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vasoview hemopro cannula broke inside the pt's leg. The piece was retrieved through the original incision using an unpowered hemopro. The same device was used to complete the procedure. The hospital did not report any pt effects. The product was returned.